Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 110 mg/dl. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a button error alarm due to moisture damage on keypad traces. The device was received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube and lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.